Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported were reviewed. Visual analysis of a device appears to be intact, has white particles, crease flat, and wear abrasion. Due to the impossibility to performed a microscopic analysis through the device analysis through photographs, it is not possible to determine the most likely failure mode. Additional, corrected, and/or changed data: h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.